Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports. The part number is not known at this time, therefore the gtin and 510 is not known. However, should it become available it will be provided in future reports.

Event description:
It was reported that during the subacromial decompression of a patient undergoing bursectomy, metal parts have apparently detached from the probe. The operation was performed some time ago and the probe has been discarded. The metal parts were noticed in a post-operative x-ray check.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: metal parts detached from probe. Probable root cause: protective measures: 100% visual inspection info: instructions for use statements: overuse may cause excessive electrode wear. Do not use the probe as a tool for the mechanical displacement of tissue or bone. Do not use excessive force when inserting or removing the probe. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that during the subacromial decompression of a patient undergoing bursectomy, metal parts have apparently detached from the probe. The operation was performed some time ago and the probe has been discarded. The metal parts were noticed in a post-operative x-ray check.